Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers are not known.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2014 where three implants were placed. The patient had previous lumbar fusions. The patient had si joint pain relief for 18 months following the initial si joint arthrodesis before complaining about a recurrence of pain symptoms. The surgeon determined that the first and third implants may be loose. In (B)(6) 2017, the surgeon performed a revision procedure where he removed the first and third implants and replaced them with wider implants of the same type. The patient had a reduction in si joint pain following the revision procedure.